Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: there was no evidence of damage to the cartridge compartment. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display was blank. The pump was opened, and there was evidence of internal moisture corrosion.